Manufacturer narrative:
(B)(4). The lot was manufactured from february 25, 2015 to february 26, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The device was supposed to infuse for 48 hours but was empty after 12 hours. This occurred during infusion with 4700mg of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.